Manufacturer narrative:
The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No weak signal and no calibration error. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via (B)(6) weak signal alarm. Customer advised they have a weak sensor alarm that demands calibrations. Customer advised within 72 hours the sensors are useless. Customer declined to troubleshoot their sensors. Customer advised there is damage on their insulin pump which looks like a black smudge on the right hand corner of the display screen. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.